Event description:
Complete eye solution. I was experiencing the following symptoms using this solution: eye redness, blurred vision, sensitivity to light, sensation of something in the eye, excessive tearing. I did not put it down to the solution until after my solution provider advised when ordering further supplies the solution had been recalled. Switching to another brand, within 5-6 weeks there was a noticeable lessening of any symptoms and the problems I was having inserting lenses in the morning had disappeared. This caused me to research the internet for further information leading me to think the solution was causing the problems I was experiencing. I have been wearing contact lens for 30 plus years and follow all the recommended procedures handling, storage & cleaning of lens & cases meticulously. Dates of use: 2003-2007. Event abated after use stopped or dose reduced? Yes.